Manufacturer narrative:
The device was received with no abnormal wear to exterior of device. The device was placed on a charging pad and successfully powered on. The notifications menu displayed alert 32, complaint was duplicated. After restarting the device, the issue persisted. A reference hoverboard was installed, and the device was powered on again; however, alert 32 remained present in the notifications. Engineering logs were downloaded and reviewed; logs confirmed the alert events. The root cause was identified as a faulty mainboard, which will be replaced during refurbishment. This MDR follow up is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet insulin pump generated "alert 32" for delivery motor communication multiple times after restarts, following several leaking insulin cartridges, and the user discontinued pump therapy and transitioned to multiple daily injections. Investigation of this case revealed a suspected delivery motor communication malfunction associated with leakage from cartridges leading to device malfunction. No reported adverse clinical effects during the event. Outcomes included no reported impact on health, no emergency treatment, and no hospitalization. It was concluded that the device malfunctioned and a replacement device was provided.